Manufacturer narrative:
Concomitant products: product ID: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that the atrial lead had triggered an alert for low impedance. Currently, the impedance was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.